Event description:
Although the last reported battery status was stated to be neos in 2017 and battery life calculation shows likely that the device was depleted (0.1 years remaining) there is still 4 years of actual data missing from database history and therefore cannot be used to conclusively state that the generator was depleted at the time of the patient's death. Therefore vns relationship to death and the cause of death is still unknown.

Event description:
The neurologist stated that she believes the cause of death was an upper respiratory issue. They did not believe it was seizure related. No additional or relevant information has been received to date.

Event description:
The patient's lead and generator were returned for product analysis. No anomalies or indication of device malfunction were found with the returned products. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional information has been received to date.

Event description:
It was reported that a patient has had low battery since (B)(6) 2017 and has not yet been referred. During a follow-up on the patient's battery status the sales representative was informed by the physician that she believes the patient was deceased. Searched the internet for obituaries for patient however no obituaries were found for this patient. No additional information has been received to date.